Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during use, the transray plus 35cc intra aortic balloon (iab) had fiber optic sensor failure and difficult or unable to insert iab kink.there were no patient harm or injury was reported.